Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.2 mm and the lesion length was 25 mm with 100% stenosis. Direct stenting was not attempted. A non bsc balloon catheter was used during the procedure. A 3.0x32mm liberte stent was implanted. An additional liberte stent was implanted because of a dissection. Residual stenosis was 0%. The procedure was technically successful. The patient was discharged four days later without angina or silent ischemia. Discharge medications were aspirin 100mg daily/indefinite and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.